Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the atrial lead exhibited far r wave oversensing. Further investigation noted that the atrial lead had dislodged. Reposition was completed on (B)(6) 2022. The patient was in stable condition.